Event description:
It was reported that there were concerns that this cardiac resynchronization therapy defibrillator (crt-d) exhibited loss of capture (loc) on the left ventricular (lv) lead channel. Technical services (ts) reviewed the reports and did not confirm capture. Ts suggested in-office evaluation. The device remains in use. No adverse patient effects were reported.